Event description:
The customer reported that the 9800 system had a collimator iris error and the collimator was stuck open during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was replaced during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.